Manufacturer narrative:
B5: correction made to event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal unknown drug via an implantable pump for non-malignant pain. It was reported that the reason for call was that the patient stated their handset was not working. The patient stated they were seeing 'codes' on their handset and later stated a 023 code. The agent inquired multiple times about the patient's communicator to connect to the pump to troubleshoot but the patient stated they didn't have that and continued to ask questions. The patient mentioned they used to have a different communicator, likely in reference to having 8835 personal therapy manager (ptm) with previous pump, but the agent didn't inquire further to focus on reason for call. The patient inquired why this 'wasn't working,' but did not answer when inquired if discussing implant vs handset but later inquired why their medicine wasn't being released. The agent attempted multiple times to troubleshoot with the patient, but the patient was unable and unwilling to and would call back tomorrow with their husband when they were available. Therefore, the agent was unable to obtain the event date, pump doctor, or pump medication. Additional information received from a patient indicated that their device did not "seem to be working". The patient also stated that the handset was charging and at 4 percent. The patient mentioned they were seeing "no network" connection on the top of their screen. The agent informed the patient that it was normal because the handsets were not connected to phone companies or wifi. The patient service specialist had the patient attempt to connect to their pump using the handset and communicator. The patient was not able to connect despite troubleshooting. The patient stated their about section on their ptm was "blank". The agent stated that was because they were not connected to the ptm. The agent tried to get the patient connected to ptm by tapping on resync but the patient was unable to focus on one issue and stated they were going to talk to their doctor. The patient also asked to speak to their local representative (rep). The agent reviewed role of rep. The patient reported seeing service code 323 on the handset. The agent reviewed meanings of the service codes. The following troubleshooting steps were performed: restarting the handset, confirming the communicator was powered on, bluetooth and location were on. The patient stated that they were not getting relief from the medication in their p ump and stated that it had been intermittent for "a while". The patient stated they had hydromorphone in their pump and their doctor was going to add baclofen but hadn't yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal unknown drug via an implantable pump for non-malignant pain. It was reported that the reason for call was that the patient stated their handset was not working. The patient stated they were seeing 'codes' on their handset and later stated a 023 code. The agent inquired multiple times about the patient's communicator to connect to the pump to troubleshoot but the patient stated they didn't have that and continued to ask questions. The patient mentioned they used to have a different communicator, likely in reference to having 8835 personal therapy manager (ptm) with previous pump, but the agent didn't inquire further to focus on reason for call. The patient inquired why this 'wasn't working,' but did not answer when inquired if discussing implant vs handset but later inquired why their medicine wasn't being released. The agent attempted multiple times to troubleshoot with the patient, but the patient was unable and unwilling to and would call back tomorrow with their husband when they were available. Therefore, the agent was unable to obtain the event date, pump doctor, or pump medication. Additional information received from a patient indicated that their device did not "seem to be working". The patient also stated that the handset was charging and at 4 percent. The patient mentioned they were seeing "no network" connection on the top of their screen. The agent informed the patient that it was normal because the handsets were not connected to phone companies or wifi. The patient service specialist had the patient attempt to connect to their pump using the handset and communicator. The patient was not able to connect despite troubleshooting. The patient stated their about section on their ptm was "blank". The agent stated that was because they were not connected to the ptm. The agent tried to get the patient connected to ptm by tapping on resync but the patient was unable to focus on one issue and stated they were going to talk to their doctor. The patient also asked to speak to their local representative (rep). The agent reviewed role of rep. The patient reported seeing service code 327 and 323 on the handset. The agent reviewed meanings of the service codes. The following troubleshooting steps were performed: restarting the handset, confirming the communicator was powered on, bluetooth and location were on. The patient stated that they were not getting relief from the medication in their pump and stated that it had been intermittent for "a while". The patient stated they had hydromorphone in their pump and their doctor was going to add baclofen but hadn't yet.